Event description:
A (B)(6) female admitted for intraventricular hemorrhage, diabetes mellitus, cardiac disease. Patient underwent cardiac cath. During procedure, the tip of a corsair catheter broke from the main shaft and embedded into the left anterior descending vein. Tip retrieved without harm to the patient. Reason for use: cad.